Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the day the patient went home from implant surgery ((B)(6) 2015) the device ¿stalled¿ in her and it was turned up too high. The caller reported that at first the patient didn¿t notice because she was still feeling the effects of the anesthesia and pain killer, but then the stimulation was hurting the patient really bad and she was scream like a knife was stabbing her so they called a manufacturer¿s representative (rep) and the rep told them to turn the device down 2 notches. The caller reported that this worked until the patient go out of the car from the drive home and the stimulation was painful again. The caller reported that it was better once the stimulation was turned down even more. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care professional reported the cause was that the stim was too high but that it had been resolved. No further complications reported/anticipated.